Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts to obtain information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with poor visual acuity following intraocular lens (iol) implant surgery. No explantation for the event could be found during the patient's follow-up visit. The surgeon plans to exchange the iol for a monofocal lens at the patient's earliest availability. Additional information has been requested.